Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient told the reporter that ''high bg'' was showing on the screen of the pump. The reporter was not certain what this meant. Animas customer support explained to the reporter that "hi" showing on the meter remote was an indication that the patient's blood glucose level was over 600 mg/dl, which is a condition that needed to be reported to animas. The reporter declined animas to contact the patient directly. Customer support attempted to contact the patient, but was unsuccessful in reaching the patient in order to troubleshoot the pump. The patient was contacted by medical surveillance in follow up. The patient stated that she had already spoken to someone at animas in great detail regarding the incident. This complaint is being reported because the patient was reported to experience hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 09/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.